Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9 735737, serial/lot #: (B)(4). No parts have been received by the manufacturer for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a procedure. It was reported that the site's navigation system had a difficult fiducial registration. The report stated that "it was collected poorly, inaccurately, they were 10 fiducials, a few green, a few were red and yellow. When they advanced to verify accuracy the surgeon stated that they were "way off, showing up on the other side of the patient's head." They were in radiographic orientation in the first registration and changed surgeon preferences to standard orientation and re-registered with fiducials and the accuracy was still off, with anatomical landmarks being shown on the opposite side of patient's head in navigation. The surgeon proceeded with trace registration and accuracy metric of 1.5mm, verified accuracy and proceeded with case. It was further reported that the surgeon figured out what happened. The patient had two exams with fiducials, one taken on same day ((B)(6) 2022) and one taken on ((B)(6) 2022). They were registering off the wrong exam, the one taken on (B)(6) 2022. Once they switched to the exam of that day ((B)(6) 2022), the fiducial registration was accurate. There was no impact on the patient outcome.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the issue occurred during a tumor resection (transphenoidal) procedure. The exam used was identified as the incorrect exam before beginning the procedure. There was no impact on patient outcome.